Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined as customer misuse. It was determined that the patient was positioned inside the scan filed during the checkup which is contrary to the instructions for use (print no. C2-068-g.620.11.02.02). The patient was exposed to unnecessary radiation for about 253.75 mgy. This is much higher than a standard CT examination (not more than 10mgy), but lower than the injurious exposure 500 mgy according to FDA whitepaper. The system was evaluated by a siemens service engineer and is operating as specified. The checkup procedure executes a set of functions to ensure that the CT scanner is well conditioned and able to provide high quality images. According to the instructions for use, no patient shall be scanned and no radiation exposure to patient in checkup procedure.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom perspective CT system. A patient was on the table and in the system through check-up of the system. The customer requested assistance with provision of a dose report for the checkup / calibration routine generated to assist with a potential clinical incident surrounding unnecessary radiation exposure to a patient.